Event description:
The user facility the patient was undergoing an angioplasty of the right lower limb. The antegrade puncture was into the right common femoral 8fr sheath. There were no difficulties with the puncture or the procedure. The involved 8fr angio-seal device was deployed successfully with no difficulty at the end of the procedure but the suture snapped at the hub at the end of the deployment. There was no bleeding, hemostasis had been achieved. The deployment of the device was successful and confirmed with ultrasound. The patient was unharmed and recovered and was discharged as normal. No patient harm.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The suture was not visible, and the carrier tube hub was opened to further inspect the internal contents. The suture was found to have been intact on the backside of the spool but was found to have been broken. No other damage or issue was identified. The complaint was confirmed for suture breakage. The exact root cause was unable to be determined. The likely cause was determined to have been retracting the device with excessive force/speed causing suture breakage to occur. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).